Event description:
Pt (patient) scheduled for right cataract surgery. During surgery dr noticed a foreign object on the sterile field associated with the disposable bausch & lomb handpiece (ref#: 85915st, lot #: 740655). The tip of the handpiece was sent to the lab for culture.